Event description:
It was reported that during an open total gastrectomy, the jaw did not open though the release button was pressed. This incident was confirmed when the doctor intended to open the device for the 1st firing after a nurse passed it in closing jaws. As the jaws did not clamp the patient's tissue, there was no damage. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.